Manufacturer narrative:
(B)(4). A partial lead was returned in five segments for analysis. Internal insulation abrasion was noted at 8.7-9.8cm from the distal tip. The etfe coating was abraded at this location. The etfe coating was abraded at this location. (B)(4).

Event description:
It was reported that in 2007, patient received multiple inappropriate shocks. Upon review, noise was observed. The patient reported to have presyncope. Lead extraction was attempt on (B)(6) 2007; but unsuccessful due to superior vena cava perforation and tamponade, requiring emergent surgery. The patient was managed with amiodarone and wore a life vest until ICD reimplantation on the right side on (B)(6) 2007. Subsequently, on (B)(6) 2016, post-dft testing noise and high impedance was observed on the right ventricular lead. The lead was explanted and replaced. No complications were reported.